Manufacturer narrative:
According to new information provided.

Event description:
It was reported a revision surgery was performed because cement didn¿t adhere to the implant causing it to fell off.

Event description:
It was reported a revision surgery was performed because cement didn¿t adhere to the original femur causing it to fell off. Both the tibia and femur were removed during the revision.

Manufacturer narrative:
The affected complaint devices were not returned for evaluation. Our investigation included a clinical evaluation which noted that no relevant supporting clinical information has been provided to assist with a clinical investigation, and there is no report of the patient's current condition. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.